Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that t wave oversensing was observed on the implantable cardioverter defibrillator during a ventricular sense test. Recommendations for further testing to replicate the behavior were made since this was a single occurrence. The clinician opted to keep monitoring the patient.

Event description:
New information notes no programming changes were made. The patient was stable.